Manufacturer narrative:
Correction: in regulatory report #3004209178-2017-15240 the selection should have been adverse event instead of product problem and adverse event if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's device was moved from the left to the right side in 2016 because their rsd or crps was on the left side along with the pain. The patient stated that it was moved because they were having issues with pain from the device. No further complications were reported or anticipated. No device allegations were made.